Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 20-nov-2016, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 04-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's had multiple falls, is unstable and on oxygen. Patient was not feeling stim on rt side. 8-15 all red x. Rep reprogrammed patient with some more programs and went over how to use it. Issue resolved.